Event description:
It is reported that the patient was revised in 2008, due to dislocation of the hip. Implant date is unknown.

Manufacturer narrative:
Eval summary: it was alleged that the hip dislocated and the surgeon revised the cup, liner, and femoral head. However, the details of the dislocation and x-rays were not returned. The dislocation could have been caused by stem impingement, disassociation of the liner and shell, disassociation of the femora head from the stem, loosening of the stem or trauma. Patient information was not given. The amount of time the implant was in vivo is not known. Devices were not returned. Therefore, a probable cause of the reported dislocation is unk. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.